Event description:
While rt was performing a ventilator check on the vent used with this patient. The screen was blue, so the waveform button pushed to bring up the display. The vent alarms immediately went off, it quit functioning, and alarmed system error, replace ventilator.